Event description:
The manufacturer was made aware of allegations by a user of a dreamstation auto CPAP machine of an issue related to a CPAP device's sound abatement foam with black particles in the airway of the device and black spots in the mask and hose. The user alleges the electrical connection is burned out at the power input on the device. There was no report of smoke, flames or voids to the enclosures. Although there was no patient harm or injury, this event is reportable due to a potential to cause or contribute to a serious injury as indentified in CAPA pr7211, the device has been received by philips, but is still in the process of investigation. A follow up final will be filed when the investigation is complete. A report will be filed with all applicable regulatory agencies.

Manufacturer narrative:
The manufacturer previously received allegations by a user of a dreamstation auto CPAP machine of an issue related to a CPAP device's sound abatement foam with black particles in the airway of the device and black spots in the mask and hose. The user alleges the electrical connection is burned out at the power input on the device. There was no report of smoke, flames or voids to the enclosures. Although there was no patient harm or injury, this event is reportable due to a potential to cause or contribute to a serious injury as identified in CAPA pr7211. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device and humidifier were completed by the manufacturer and found evidence of rust-like contaminant on the p4 dc input consistent with liquid ingress, unknown contaminant on the sd card flip door, on the top enclosure, and on the bottom enclosure, insect on inside of the top enclosure, unknown contaminant on the top enclosure, front panel, rear panel, and the bottom enclosure, unknown dust contaminant on the blower box, blower, and blower seal, keratin-like substance on the blower box outlet, an unknown, dark contaminant, on the water tank, flip lid seal, flip lid, and bottom enclosure of the humidifier, unknown dust contaminant on the water tank lift tray, bottom enclosure, and the dry box of the humidifer, mild discoloration on the flip lid seal and dry box seal, corrosion on the bottom cover and on the cover screws, unknown dust contaminant on bottom cover, dust contaminant on the heater plate. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed that the heater plate and heating tube heats properly. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly the manufacturer concludes the contaminates found were consistent with rust-like contaminant on the p4 dc input, liquid ingress, insect on inside of the top enclosure, keratin-like substance on the blower box outlet, mild discoloration on the flip lid seal and dry box seal, corrosion on the bottom cover and on the cover screws, dust contaminant on the heater plate, and unknown, dark contaminant, on the water tank, flip lid seal, flip lid, and bottom enclosure of the humidifier, unknown dust contaminant on the water tank lift tray, bottom enclosure, and the dry box of the humidifer, unknown contaminant on the sd card flip door, on the top enclosure, and on the bottom enclosure, insect on inside of the top enclosure, unknown contaminant on the top enclosure, front panel, rear panel, and the bottom enclosure, unknown dust contaminant on the blower box, blower, and blower seal, unknown dust contaminant on bottom cover were inconsistent with the sound abatement foam.. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, d10, e1, g3, h6 has been updated/corrected.